Event description:
Controller shut off and would not come back on. Machine alarm went off continuously. Screen read malfunction. Checked on pt and then shut off controller. Pt was being infused with heparin.